Manufacturer narrative:
(B)(4). The endometrial thermal ablation procedure was performed on (B)(6) 2012 in addition to a laparoscopy. A d&c was performed for a specimen. A hysteroscopy was performed before the d&c and ablation and the uterine cavity was noted to be intact at that time. The patient complained of a scant vaginal discharge on (B)(6) 2012 but was also passing flatus. The patient's pain was located all over her abdomen. The patient had a post ablation CT scan on (B)(6) 2012 which showed normal post op ablation findings. The patient was discharged on (B)(6) 2012. The patient went to an emergency room with complaints of pain after discharge on an unknown date. The patient then went to another emergency room on (B)(6) 2012 and left against medical advice. Currently, the patient is stable and is post op exploratory laparotomy with tah, bowel resection, and diverting ileostomy done on (B)(6) 2012. The physician stated that he does not know the cause of the uterine perforation and thermal injury, however the hysteroscopy done before the ablation showed the uterine cavity to be intact and the physician never felt a give that is associated with a uterine perforation. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on an unknown date. After discharge from the hospital, the patient experienced pain and went to a couple of different hospitals. The patient was found to have a uterine perforation and a small bowel burn. The patient was returned to surgery for the repair of the small bowel burn. The surgeon reported the patient is doing fine now, but was not sure if the patient has been discharged from the hospital.